Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that while troubleshooting the dimension exl 200 integrated chemistry system an operator was splashed in the eye with cuvette waste fluid. The operator cleaned their eyes at the eye wash immediately after the splash. The operator was wearing personal protective equipment (ppe) and glasses, but the liquid splashed up and behind the glasses. Siemens further evaluated the event and determined that the operator inadvertently applied extra pressure during the cuvette removal, which potentially caused it to burst and expose the spillage. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that, while troubleshooting the dimension exl 200 integrated chemistry system, an operator was splashed in the eye with cuvette waste fluid. The operator was emptying the cuvette waste, he pressed down on the cuvette waste films (cuvette were sealed) and one popped and fluid squirted in his eye. The operator cleaned their eyes at the eye wash immediately after the splash. The operator was wearing personal protective equipment (ppe) and glasses, but the liquid splashed up and behind the glasses. No actions were taken by the operator beyond washing the eye and contacting a doctor. There are no known reports of adverse health consequences due to this event.